Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an occlusion alarms on syringe pumps was not determined.  The reported issue that there was an occlusion alarms on syringe pumps could not be confirmed.  No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the syringe pump kept alarming "occluded" and would not infuse. There was patient involvement and there is no information on patient injury.